Manufacturer narrative:
Product ID: 97714, serial# (B)(4) was returned for product analysis. Analysis found the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they couldn't get the recharger to charge the ins. Pt said for the past couple weeks they had been trying, but would just keep getting reposition antenna screen. Pt said they moved antenna around like the book said to do, but still could not charge. Pss asked if pt was able to connect with the programmer, pt said no as the ins needed to be charged. Pt indicated it had been over a month since they last charged, and also said they were in a car accident in september and then in the ICU due to covid, so the ins hadn't been on for a long time. The patient was redirected to their healthcare provider to further address the possible overdischarge. No patient symptoms reported. Additional information received from the consumer reported that a manufacturer representative tried to start the battery but it didn¿t work.